Event description:
It was reported that this device was emitting tones and upon interrogation safety mode operation was observed. Subsequently, the device was confirmed explanted and replaced with another boston scientific device. No adverse patient effects were reported and the explanted device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was emitting tones and upon interrogation safety mode operation was observed. Subsequently, the device was confirmed explanted and replaced with another boston scientific device. No adverse patient effects were reported and the explanted device was returned for analysis.